Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection, the stapler opened correctly, it closed, then the staples were fired, but after the resection it was impossible to reopen the jaws of the stapler. Eventually the stapler was opened after several manipulations. There was a surgical time extension of more than thirty minutes. There was no patient injury.